Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an empty cartridge alarm. Reportedly, the cartridge had been filled with 180 units of insulin. The customer attempted to load two new cartridges and received additional cartridge alarms. The cartridges had been filled with 120 units of insulin. Ultimately, the customer was able to successfully load a new cartridge onto the pump and resume insulin deliveries. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.